Event description:
It was reported that a dietician contacted support regarding a user using meal announcements improperly on the ilet, and requested guidance for a factory reset to address inappropriate use. No reported symptoms or adverse clinical effects. Outcomes included no reported impact on health or daily activities. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user operation inconsistent with intended use. It was concluded that device function was not implicated and user education was provided, with a plan for factory reset during a scheduled supply change.